Manufacturer narrative:
(B)(4). Date sent: 11/10/2025 d4: batch #unk d4 (expiration date), h4: unknown additional information was requested, and the following was obtained: how was the product purchased? The device was purchased by (B)(6), one of the laparoscopic service providers in the hospital. Is there an indication of how the product was distributed? There is no additional information available. Is there any indication of the source? There is no additional information available. Based on the packaging, is there any indication of which market the original genuine product may have come from? There is no additional information available. Was the device used on a patient? If so, was there any patient consequence? Yes, in multiple times as there are 12ea in the uom. To this time there are no patient consequences related to this product. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Investigation summary: this is an analysis for the photos submitted for evaluation. During the visual analysis, the following was observed: the first and second photo shows two sheets with product information. The third and fourth photo shows a box containing several packaging items inside; the packaging with product code gst60b, lot #568a40, exp. Date: 2028-03-15. A lot trace was performed on the lot provided, and the lot number was not found in the quality tracking system. The analysis performed determines that the suspect package is not authentic johnson & johnson product. Based on the photos reviewed, it was confirmed that the product is counterfeit. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the customer received allegedly defective products. There was no patient consequence nor surgical delay reported. No additional information provided.

Manufacturer narrative:
(B)(4). Date sent: 11/25/2025. D4: batch #unk. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device.. The visual examination of the returned sample indicated that a box labeled with code gst60b, lot: 568a40 (exp. Date: 2028-03-15), containing two sterile cartridges with no apparent damage, was received. The lot number 568a40 was reviewed and confirmed to correspond to a component of a device (key-gear). In addition, the artwork print on the tyveks' were reviewed and compared with authentic package artwork and did not match the artwork print due to several inconsistencies noted on the printed and does not comply with j&j standard. The sterile cartridges were opened and, during visual inspection, the following differences were observed: differences were observed in the edges of the cartridge body, the cartridge pan, and the pocket extensions. The batch number is similar in format and location; however, batch t5c39b was reviewed and is not in our quality tracking system. When inspecting the bottom part of the cartridge assembly with the pan removed, clear differences in the drivers were detected. The counterfeit cartridge has drivers of different colors within the same assembly, compared to the original cartridge. Additionally, discrepancies were found in the ramps and the edges of the sled. A lot trace was performed on the lot provided, and the lot number was not found in the quality tracking system. The analysis performed determines that the suspect package is not authentic johnson & johnson product. The sample received complaint is confirmed as counterfeit product.